Event description:
It was reported that the end user developed a red rash under entire appliance. It was described as itchy and burns and has been present almost the entire time he has had his stoma. It was mentioned that it worsens in warm weather and that the rash has recently flared up. The rash was treated with nystop powder, which has shown improved results over the past two and a half years. He was seen in wound care center where a physician diagnosed him with a adhesive allergy. He has an appointment to return next week.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4).